Manufacturer narrative:
All of the buttons functioned properly, however moisture damage was found on the keypad. The insulin pump passed all of the operating currents tested within the range and it passed the off no power test. The insulin pump was monitored and was tested with no and low battery alerts that were less than 1 week. The unit had a cracked reservoir tube lip, a cracked case near the display window corner, and minor scratches on the display window noted.

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 91 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.